Event description:
It was reported that (1) tlc75 was used during a laparoscopic colon resection procedure. It was reported by the rep that the stapler fired successfully out of package. Reloaded twice and on second reload it partially fired and locked out. The surgeon removed unit then removed the partially fired staples from tissue. A new unit was opened and used to complete the case. There was no consequence to pt.